Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to non-physiologic sensing. Several non-sustained tachycardia episodes over the past week showed oversensing and short interval counts (sic) were noted. The rv pacing impedance had been stable until recently there was a one day measurement of over 1000 ohms. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).